Event description:
(B)(4). My device was provided by my insurance providers. Placed in 2010, I was hospitalized in 2012 with rare symptoms of a copper insufficiency. I have had irregular bleeding, cramping and hair loss. (B)(6) 2015 I had a baby because one of the essure device had migrated?? At (B)(6) I had a high risk pregnancy, had to quit school and my job. Now my hair is falling out, I have constant headaches, heavy bleeding, my doctor is scheduled to remove them and my tubes.